Event description:
It was reported that the end cap of the insulin pump is loose. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with loose motor support disk.